Manufacturer narrative:
(B)(4). No sample has been returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action. Information has been added the database and trends will continue to be monitored.

Event description:
Customer reported that the cuff cannot be deflated. The reported issue was discovered during pretesting with no patient involvement. The customer reported that two tubes failure during pretesting. Please refer to MDR 2936999-2016-00216 for second occurrence associated to this report.